Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. The pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had reporting reservoir lip was chipped. The customer¿s blood glucose level was 12 mmol/l . The customer was assisted with troubleshooting. Customer reports damage to the pump. Customer stated that reservoir lip was chipped. Customer was unsure of the damage occurred.. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.